Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tygon tubing was replaced to resolve the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant results were generated between closed mode and open mode for patient sample ID (B)(6) on the cell-dyn ruby analyzer. No adverse impact to patient management was reported. Closed mode: wbc 2.43 k/ul, rbc 2.32 m/ul, hemoglobin 69.8 g/l, platelets 200 k/ul; open mode: wbc 7.61 k/ul, rbc 4.14 m/ul, hemoglobin 137 g/l, platelets 373 k/ul.